Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they were hospitalized on (B)(6) 2017 with blood glucose in the 400s mg/dl. Customer was treated with 3 bags of fluid and with insulin. The customer's blood glucose in the last 4 days before hospitalization ranges from 386 mg/dl to above 600 mg/dl and treated with shots. The blood glucose was 453 mg/dl prior to hospitalization. The customer was wearing the insulin pump at the time of hospitalization. Customer's blood glucose at the time of call was 237 mg/dl. The customer also reported that the act button of the insulin pump was hard to press. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.